Event description:
The pt is reportedly experiencing device migration and speech deterioration. Integrity testing was conducted. All tests were within normal limits. Revision surgery to reposition the device is being considered.